Manufacturer narrative:
Hamilton medical ag case number is (B)(4). Investigation still ongoing.

Event description:
The following was reported to hamilton medical ag: the abnormity is a leakage caused by the breathing circuit set (water chamber bottom plate). The abnormity is noticed before usage. There is no patient involvement. Neither delay in treatment nor harm to the patient, user or third party has been reported to hamilton. The investigation is ongoing.